Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zimmermann f, schickling l, von recum j, franke j, grützner pa, vetter sy. Mid-term follow-up outcomes for medial patellofemoral ligament reconstruction after acute first-time patellar dislocation using nonresorbable suture tape: a case series. Orthop j sports med. 2025 may 15;13(5):23259671251320964. Doi: 10.1177/23259671251320964. Pmid: 40386646; pmcid: pmc12081959. Objective/methods/study data : this retrospective case series was to investigate whether good clinical and radiological results are achievable with this technique. Between january 2017 and september 2020, a total of 20 patients were included in the study. 14 were men and 6 women with the mean age of age, 22.2 ± 6.1 years. These patients used with nonresorbable headless compression screws (hcs) (synthes) for refixation. With minimum 2-year follow-up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes headless compression screws. (Hcs) adverse event(s) and provided interventions possibly associated with unk -screws: 1.5mm headless compression (qty 2) two patients had to undergo revision surgery for hardware removal of hcs screws, which had previously been used for flake refixation in combination with arthroscopic arthrolysis. The reason was that they overlapped the retropatellar cartilage surface.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d1, d4 (catalog). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.